Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 173 mg/dl. Pump system check with the customer did not identify cause of occlusion. Reportedly, customer changed infusion set and resumed insulin therapy.